Manufacturer narrative:
The device was returned and evaluated. The top housing was observed to have a small crack and corrosion was observed on the pcb. The bottom and middle batteries were measured to have insufficient charge and high shelf mode current was measured. The downloaded data returned an alarm. Timeouts and drive stall were also present in the data. No abnormalities were found with the drive mechanism that would cause the observed alarm, timeouts, and drive stall. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of over 300 mg/dl. The pod was worn on the abdomen for 4 to 24 hours. Treatment included changing the pod.